Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown readings issue with the abbott diabetes care (adc) device was reported. The customer reported receiving an unknown reading on the adc device and experienced a loss of consciousness. There was no self-treatment or third-party treatment reported as no further information was provided. There was no report of death or permanent impairment associated with this event.